Event description:
It was reported that non-physiologic lead noise was recorded by the device. Elevated capture threshold was also noted. The noise was present on the stored egm. The lead was explanted and replaced. The condition of the patient was stable after the event.

Manufacturer narrative:
All a partial lead with the lead tip measuring 56.1cm was returned for analysis. External insulation abrasion was noted at 51.0-51.3cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.8-11.9cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at and 26.9-27.0cm from the distal tip. The etfe coating was intact at these abrasion locations. Internal insulation abrasion under the svc shock coil was noted at 23.8-24.6cm. The etfe coating was abraded at this location.